Event description:
A 24mm diameter x 14mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that 4 months after the stent grafts were implanted, the pt had limb occlusion. The occlusion is likely due to a dissection flap; however, there was no dissection reported to have occurred at the time of implant and the stent graft delivery system had not kinked. The clot was successfully removed with a fogarty catheter and resulted in good run-off. No add'l clinical sequelae were reported and the pt is fine.